Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, after implanting the lens in the capsular bag, the lens was unstable and subluxating inferiorly within the bag. The lens was removed during the initial procedure and replaced with a backup lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in a.2., a.3.a, h.3. The manufacturer internal reference number is: (B)(4).